Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were repositioned and a fixate was added per physician's preference. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing sharp poking pain in the thoracic area. X-ray showed lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4316, lot #: 18499642, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing sharp poking pain in the thoracic area. X-ray showed lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that following a revision procedure, the patient was experiencing unbearable pain. It was also reported that the patient was having difficulty standing and walking and had partial paralysis. The patient had a lot of false claims that the physician did things that were not necessary. The bsn representative and the physician were not made aware of the patient's issues. The bsn representative assures if these claims such as paralysis were ever made to herself, teammates, or the physician they would have been investigated. In addition, if the patient had difficulty walking after the procedure the facility would not allow the patient to leave.

Event description:
A report was received that the patient was experiencing sharp poking pain in the thoracic area. X-ray showed lead migration. The patient will undergo a revision procedure.